Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged touchscreen issues: it was reported that the pump touchscreen was unresponsive, delayed or unreadable. Customer(s) continued to use the pump for insulin therapy or reverted to alternate insulin therapy to address the issue. There was no adverse impact to the user.